Event description:
It was reported that a gem microvascular anastomotic coupler slipped out of the wing jaw assembly several times while the surgeon attempted to evert the vessels for coupling. The coupler was removed and a new coupler was used to complete the anastomosis without issue. There was a slight increase in ischemia time of about 5-10 minutes. The doctor was able to complete the surgery in a timely and appropriate manner with the new coupler. The patient outcome was good with no adverse outcome or symptoms noted.

Manufacturer narrative:
According to the device history record, the devices met specification prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. The wing jaw assembly and both coupler rings were returned for evaluation. There was one ring in the left jaw and one ring loose in the package. The wing jaw assembly and both coupler rings were visually inspected under a microscope at a range of 10 - 60x magnification. There were no defects found on the coupler rings or the jaw assembly. The ring was manually inserted back into the jaw. There was some resistance felt. The ring remained in place and did not slide in or out when the jaw assembly was handled and turned upside down. The ring retention force was not measured. The ring retention force can decrease with repeated uses and would not be representative of initial use out of the package. The coupler rings are designed to slide out of the wing jaw assembly and the rings can slide during the everting of the vessel onto the pins of the coupler rings.